Event description:
It was reported that the patient was experiencing discomfort at the pocket site. No device malfunction was suspected. The patient underwent a procedure wherein the pocket was moved and ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.